Event description:
The customer reported two instances where a prisma machine in tpe (therapeutic plasma exchange) mode removed too much cc of plasma on two occasions, even though the pt plasma removal rate was set to zero. (Refer to MDR 9616240-2006-00494). According to facility's registered nurse, facility administrator, the nursing staff noticed that in 2006, when starting tpe treatment on a prisma tpe machine, the machine progressively cc, even though, the machine was programmed to zero pt plasma loss. There were no "incorrect weight change" alarms during treatment.